Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not crossing to pyxis station. The customer has checked the information on the pyxis server and cross-referenced it with epic. All order information and adt (admit, discharge and transfer) information is correct and continues to flow to pyxis. The technical support specialist investigation revealed that the last item dispensed for the patient was removed from pyxis, and the inactive days were extended. The user later confirmed that the patient could be seen in the pyxis medstation and all orders were visible. The customer verified the system was working correctly after testing in epic and pyxis, and requested the case be closed as the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient information was not crossing to pyxis station. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.